Manufacturer narrative:
The technician found the communication cable had bent pins. The technician replaced the communication cable to resolve the issue.

Event description:
The account alleged, the nurse call does not function. No patient impact.